Manufacturer narrative:
(B)(4). Knife, closure trigger top. The analysis found that one ec60a device was returned in good visual condition, with the anvil the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was disassembled to verify the internal components and the closure trigger top was noted to be damage. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a robotic revision of a roux- en- y, gastric bypass procedure, the surgeon clamped on small bowel for the first firing with white and the device fired fine. The device was reloaded with white for the second firing. The first and second stroke was fine, but on the third stroke the surgeon felt resistance. The surgeon forced the device through the third stroke and heard a noise, broke the device. The surgeon tried to open the device and the device would not open. They called the rep and she walked the surgeon through the release button. The surgeon tried the release button three times and the device would not open. The surgeon pried the handles open and the device jaws still would not open. The surgeon stated that the device may have been fired over clips. The surgeon then took another device and fired the device on both sides and removed the closed device off tissue. There was no tissue damage. Another device was used to complete the case with no patient consequence. Additional information: on what tissue type was the device used? Small bowel. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. During which stroke did the event occur? 3d stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Yes. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing and opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, would not open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.